Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable gluc3 glucose hk gen.3 result for 1 patient sample tested on a cobas 6000 c (501) module. The initial gluc3 result was 7.3 mmol/l. The initial result was reported outside of the laboratory. Once the result was received, glucose testing was performed on an unspecified point of care product and a glucose result of 3.7 mmol/l was obtained. The laboratory retested the original patient sample and a gluc3 result of 7.3 mmol/l was obtained. There was no allegation of an adverse event. The gluc3 reagent lot was 342969 with an expiration date that was not provided. The customer stated the sample was clear and without foam. Qc results were acceptable. Precision testing was performed with acceptable results. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.